Event description:
It was reported that the pacing lead impedance (pli) values of this right ventricular (rv) lead had been rising over the course of a year at 2500 ohms, which was considered to be out-of-range (oor), and the shock lead impedance (sli) measurements of 83 to 89 ohms. A defibrillation threshold (dft) test via high induction was performed and a 41j shock successfully converted the rhythm as intended. Technical services (ts) provided troubleshooting and advised further evaluation of the lead. No adverse patient effects were reported. Currently, this lead remains in service.

Event description:
It was reported that the pacing lead impedance (pli) values of this right ventricular (rv) lead had been rising over the course of a year at 2500 ohms, which was considered to be out-of-range (oor), and the shock lead impedance (sli) measurements of 83 to 89 ohms. A defibrillation threshold (dft) test via high induction was performed and a 41j shock successfully converted the rhythm as intended. Technical services (ts) provided troubleshooting and advised further evaluation of the lead. No adverse patient effects were reported. Currently, this lead remains in service. According to additional information, this lead was surgically abandoned during scheduled generator change out procedure due to the aforementioned rising impedance measurements. A new rv lead was successfully placed. No additional adverse patient effects were reported.